Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump touch screen was intermittently unresponsive, the wake button was delayed in responding to touch and intermittently unresponsive, the pump battery was depleting quickly and that cartridges did not fit onto the pump and the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.